Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error 4 message appeared 3 weeks prior to contacting lfs. The patient manages her diabetes with a combination of oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the error message. She claimed that a few hours after the message appeared, she developed symptoms of ¿shaking¿ which she associated with ¿low blood glucose¿. She denied receiving any treatment for her symptoms. During troubleshooting, the csr noted that the patient was not using the meter for the first time. The csr confirmed that the patient had been storing her test strips correctly and she described the correct testing steps. The patient reported that the test strip did not completely draw in the sample. The csr walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged issue with the meter started.